Event description:
Sorin group received a report that the stockert s5 system was alarming and when the perfusionist entered the room, the stockert s5 system was running on battery power. After the battery life ran out, the pump stopped. The system was powered cycled and powered back up with ac power. There was no pt on the pump at the time of the issue.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the stockert s5 system was alarming and when the perfusionist entered the room, the stockert s5 system was running on battery power. After the battery life ran out, the pump stopped. The system was power cycled and powered back up with ac power. There was no pt on the pump at the time of the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.